Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H6: evaluation codes. H10: additional narrative. One (1) certain® titanium large hexed screw was returned for investigation. Visual evaluation of the as returned product identified the screw fractured at the threads, and inside the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition was low bone density (type iii). The reported devices were located on tooth 26 (fdi) and were used for approximately 1 year, and 3 months. Device history record (DHR) review could not be performed since the lot number was unknown. A complaint history review by item number was conducted for the dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Review completed utilizing keywords: 'fracture screw'. November post market trending was reviewed and there were no actionable events or corrective actions for the reported event (fracture screw) or product. No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction did occur and the reported event was confirmed

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional device information unknown / not provided. Email address unknown / not provided. Premarket identification k072642. Device manufacturer date unknown / not provided.

Event description:
Doctor reported screw fracture at tooth site 26.